Manufacturer narrative:
The field service engineer also replaced the blower fan guard assembly due to it being missing as part of preventative maintenance.

Event description:
Customer reported that the unit will not run on battery power. The customer reported there was no patient involvement.